Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black line appearing on the screen when plugged into the video. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being supplemented to submit a correction to the previous report. This report was sent in error as black line is appearing on the screen when plugged into the video would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.